Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department via emergency medical services for an unresponsive episode and agonal breathing at around 7pm on (B)(6) 2020. The patient was intubated in the field. There was free air found in the abdomen. The patient was taken to emergency surgery and no perforation or gut ischemia was found, but there was noted a large gastrointestinal bleed status post clip. Upon review of the log file technical services noted low flows on (B)(6) 2020. Additionally on (B)(6) 2020 the driveline was disconnected and then reconnected about a minute later. Several minutes later there was another potential driveline disconnect for about 15 seconds. There were both low flow and pump off alarms. The pump off and driveline disconnect on (B)(6) 2020 were recorded at 12:23pm. Patient controller reported under MFR# 2916596-2020-06385.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported gastrointestinal bleeding and agonal breathing could not be conclusively determined through this evaluation. The patient presented to the emergency department for an unresponsive episode and agonal breathing. The patient was intubated in the field, and free air was found in the abdomen. The patient was taken to emergency surgery; no perforation or gut ischemia was observed but noted large gastrointestinal bleed status post clip. The account communicated that the device operated as expected and the patient did not recall the events of that day. The controller event log file contained data from (B)(6) 2020 12:38:53 through (B)(6) 2020 09:19:57. 15 low flow fault flags were captured on (B)(6) 2020, resulting in a total of 3 low flow hazard alarms on (B)(6) 2020. On (B)(6) 2020, 2 pump-stop events were captured at 12:23 and 12:29. Prior to the pump stop events, the driveline was disconnected and was reconnected approximately 1 minute later and 15 seconds later, respectively. The pump stops had corresponding low speed advisory/hazard, low pump current faults, com a and com b faults, pwr_a broken and pwr_b broken faults and were proceeded by low flow faults. Before and after the events, the pump operated at the set speed. A specific cause for the low flow alarms could not be conclusively determined through this evaluation. The lvad event log file contained data from (B)(6) 2020 08:25:56 through (B)(6) 2020 09:19:56. The file captured the two driveline disconnect pump-stops on (B)(6) 2020. The estimated flow was captured below the 2.5lpm threshold on (B)(6) 2020. Two other pump-stops causing pump resets were also captured on (B)(6) 2020 and (B)(6) 2020; however, a specific cause for these events could not be conclusively determined through this evaluation. The controller and lvad periodic log files captured no atypical events. The account communicated that the patient did not report any further low flow alarms. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. Review of the device history records for (B)(6) showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 19sep2019 on shipping order (B)(4). The heartmate 3 lvas instructions for use (IFU), is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. The system monitor section of the IFU describes the pump flow display and pulsatility index and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including pump stop and low flow alarms. Section 2 of the IFU entitled "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms, including the driveline disconnected alarm, as well as how to respond to each alarm condition. Section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected alarm, as well as how to respond to each alarm condition. In several sections, the handbook warns to "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." The handbook also warns that "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." No further information was provided. The manufacturer is closing the file on this event.